Event description:
Reported as mild band slippage, vomitting and reflux with treatment of nexium 40mg and removal of fluid from the band. Follow up findings: lap band explanted.

Manufacturer narrative:
The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided, the connector type is assumed to be a taper 1. Band slippage, reflux and vomit are surgical/physiological complications and analysis of the device generally does not assist inamed in determing a probable cause for these events. Inamed has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported events of band slippage, reflux and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/ or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."